Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31296462l and no internal action related to the complaint was found during the review. If the product is received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a left idiopathic ventricular tachycardia ablation with a qdot micro catheter and the patient experienced coronary artery stenosis that required stent placement. After 3 radio frequency (rf) applications during premature ventricular contraction (pvc) ablation in aortomitral continuity (amc) region via arterial approach patient reported chest pain. Physician performed transthoracal echocardiography and did not see any changes. St elevation in v2-v4 on bs ECG was noticed. Physician evacuated ablation catheter and hemodynamists performed coronarography, which showed no blood flow in lad (left anterior descending artery) (acute coronary syndrome). Angioplasty was performed with stent implantation and reperfusion was achieved. Patient with reported coronary artery disease. The catheter movement was retrospectively followed before rf application with carto replay and physician suspect, that before going through aortic valve, ablation catheter went into left coronary artery (higher impedance than in aorta or lvot, about 180om). Additional information received. The physician's opinion on the cause of the adverse event is patient condition. Patient had pre-exiting coronary artery disease. The patient fully recovered; however, required prolonged hospitalization due to coronary angiography. It was reported that the adverse event was not connected to rf applications.